Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Complaint investigation did not find objective evidence indicating a product problem, thus the complaint is unconfirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was noted via a puddle on the floor after treatment was completed. The patient was unsure of when the leak was happening. The patient was not connected during incident and fluid was not discovered in the pump module area. Fluid was discovered on the external of the cassette. The patient stated there was nothing around the cycler that was wet, just around the tubing. The patient mentioned that the connections are all tight and ensures it every night before treatment. There were no alarms or warnings prior to or after after to leak. No alarm occurred prior or after the fluid leak and the film on the back of the cassette was not loose. Upon follow up, the patient confirmed the reported event, stating they first noticed a puddle of fluid on the floor by where the cycler cart sits, the morning after treatment was completed. Despite the fluid discovered, patient confirmed that no fluid leak was experienced from the solution bags used during treatment. The patient stated slight moisture was discovered on the external of the cassette and in the cassette area, but confirmed a leak was not noted from the cassette area and the cassette did not appear damaged. No fluid was observed on top of the cart. The patient stated the set up was checked before and after treatment each day and the solution bags and connections were secure, dry and not leaking. The patient stated there was no clear indication that a leak was experienced inside of the cycler set door and could not confirm if the slight moisture observed was attributed to condensation. The patient reported that each day the cassette was checked and was dry at the beginning of treatment. The patient confirmed no fluid leaks occurred from the top of the heater tray. Additionally, the patient confirmed the heater bags and connections never leaked during the reported events and no issues were noted with the solution bags. The cause of the leak was unknown. The patient stated that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete pd treatment using the cycler despite the reported issue. The patient contact confirmed they are continuing with pd treatment on the current cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set used were available for return to the manufacturer for physical evaluation.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was noted via a puddle on the floor after treatment was completed. The patient was unsure of when the leak was happening. The patient was not connected during incident and fluid was not discovered in the pump module area. Fluid was discovered on the external of the cassette. The patient stated there was nothing around the cycler that was wet, just around the tubing. The patient mentioned that the connections are all tight and ensures it every night before treatment. There were no alarms or warnings prior to or after to leak. No alarm occurred prior or after the fluid leak and the film on the back of the cassette was not loose. Upon follow up, the patient confirmed the reported event, stating they first noticed a puddle of fluid on the floor by where the cycler cart sits, the morning after treatment was completed. Despite the fluid discovered, patient confirmed that no fluid leak was experienced from the solution bags used during treatment. The patient stated slight moisture was discovered on the external of the cassette and in the cassette area, but confirmed a leak was not noted from the cassette area and the cassette did not appear damaged. No fluid was observed on top of the cart. The patient stated the set up was checked before and after treatment each day and the solution bags and connections were secure, dry and not leaking. The patient stated there was no clear indication that a leak was experienced inside of the cycler set door and could not confirm if the slight moisture observed was attributed to condensation. The patient reported that each day the cassette was checked and was dry at the beginning of treatment. The patient confirmed no fluid leaks occurred from the top of the heater tray. Additionally, the patient confirmed the heater bags and connections never leaked during the reported events and no issues were noted with the solution bags. The cause of the leak was unknown. The patient stated that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete pd treatment using the cycler despite the reported issue. The patient contact confirmed they are continuing with pd treatment on the current cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set used were available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.